Event description:
Pt was being revised to address flexion instability and pain. Metalosis was also found around the lateral side of the tibial tray. The tibial tray was found to be loose at the cement/implant interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.